Event description:
It was reported that a user on day two of ilet pump therapy experienced hyperglycemia, with both the ilet and a fingerstick showing a blood glucose of 218 mg/dl and a steady trend after a usual breakfast announcement, and the user believed the meal contained more carbohydrates than anticipated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included continued self-monitoring with no medical intervention or hospitalization. Investigation included user troubleshooting and education regarding meal announcements and monitoring. Investigation of this case revealed likely under-announcement of carbohydrate intake leading to postprandial hyperglycemia, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with incorrect meal size announcement.

Manufacturer narrative:
Initial.